Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. The right atrial lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was doing well post surgery and would continue to be monitored.